Event description:
Philips received a complaint by the customer on the v60 indicating that the unit was on a patient and shut down for 30 seconds and came back with errors, no resettable alarms active nor silence-able alarms active. The customer was not able to see the event in the event log. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. Otherwise, no medical intervention provided to the patient, nor a delay was noted. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse ran a diagnostic report (drpt) and found error code 1101 check vent: ventilator restarted message and 3007 (software exception). The customer was informed that if diagnostic code 1101 occurs in conjunction with diagnostic code 3007, no action is required. This was a software issue, and the unit was good to go back to clinical use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.